Event description:
A hypopharyngeal laceration occurred during a reoperation to remove a cervi-lok cancellous bone screw. The pt experienced cardiac arrest during the night following the reoperation and was unable to be resuscitated.